Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that left ventricular (lv) lead was fractured. A pocket revision was done. The lead remains in service. No additional adverse patient effects were reported. Additional information indicated that this left ventricular (lv) lead was explanted due to infection with sepsis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that left ventricular (lv) lead was fractured. A pocket revision was done. The lead remains in service. No additional adverse patient effects were reported.